Manufacturer narrative:
H10: additional manufacturer narrative: the device was not returned for evaluation, as the device request is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 23mm 11500a aortic valve, was explanted after an implant duration of five (5) years due to leaflet torn/perforation, severe insufficiency, stenosis, and possible dormant endocarditis. The patient presented with shortness of breath. The explanted valve was replaced with a non-edwards mechanical valve. Per medical records, the patient underwent redo avr with replacement of ascending aorta 24mm graft. Intraoperatively, there was perforation of lc leaflet and a large defect in the body of the rc leaflet. There was no abscess or vegetations, no evidence of active infection. The perforation was suggestive old/dormant endocarditis (no history). The previous cor-knots were removed, and the valve gently freed from surrounding tissue. Leaflet was cultured. A 21mm non-edwards onyx mechanical valve was implanted. Post bypass echo showed no pvl. After hemostasis was achieved the patient left the or in stable condition. On pod #6, the patient was discharged.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: d9, g3, g6, h2, h3, h6 (type of investigation). Product evaluation: report of torn/perforated leaflet and insufficiency were confirmed through observed leaflet perforation as received. Report of stenosis was unable to be confirmed in the as received condition. The x-ray demonstrated the wireform and cocr band remained intact; the vfit band does not appear expanded. As received, leaflets had perforations of approximately 3mm x 4mm and 2mm x 7mm on leaflet 2, and 2mm x 3mm on leaflet 3. The perforation was beveled at the outflow aspect, a typical characteristic of those caused by suture tail/fastener abrasion. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 5mm on leaflet 2 on the inflow aspect. Host tissue on the stent circumference was minimal at the inflow aspect. Sewing ring had multiple cuts around the valve. Wireform was exposed on commissure 3.

Manufacturer narrative:
H10: additional manufacturer narrative: a DHR review was performed, and no relevant non-conformances were identified. The subject device passed in visual inspections for leaflet holes, damage and valve cloth. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. Based on the product evaluation and the information available, the report of "leaflet torn/perforation" was confirmed and was likely caused by procedural factors, including suture tail/fastener abrasion. An edwards defect has not been confirmed.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: b5, b7.

Event description:
It was reported that a patient with a 23mm 11500a aortic valve, was explanted after an implant duration of five (5) years due to leaflet torn/perforation, severe insufficiency and stenosis the patient presented with shortness of breath. The explanted valve was replaced with a non-edwards mechanical valve. Per medical records, the patient underwent redo avr with replacement of ascending aorta 24mm graft. Intraoperatively, there was perforation of lc leaflet and a large defect in the body of the rc leaflet. There was no abscess or vegetations, no evidence of active infection. The perforation was suggestive old/dormant endocarditis (no history). The previous cor-knots were removed, and the valve gently freed from surrounding tissue. Leaflet was cultured. A 21mm non-edwards onyx mechanical valve was implanted. Post bypass echo showed no pvl. After hemostasis was achieved the patient left the or in stable condition. The patient had a uncomplicate post-op course and was discharge home in good condition on pod #6. Hospital pathology report: gross exam of prosthetic aortic valve. 1 leaflet displays a 0.6 x 0.5cm disruption at the free edge, and a section leaflet displays a 0.3 x 0.2 cm disruption which does not involve the free edge of the base.